Event description:
It was reported that the patient passed away the morning of (B)(6) 2019 under hospice care. On 2apr2019 the healthcare provider responded with the following information: the cause of death was ventricular arrythmias & right heart failure. The healthcare provider stated that the device operated as expected. The pump was stated to be disposed of because of hospital policy.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the reported infection, arrhythmia, rhf and patient outcome could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2019 due to rhf and vf. The patient had a non-compliance related driveline infection. Review of the log file showed no atypical events captured. The system operated as intended for the duration of the log file. The account disposed of the vad. Infection, rhf, and cardiac arrhythmia are listed as adverse events that may be associated with the use of the hm2 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 18apr2019. The patient presented to the clinic on (B)(6) 2019 and was found to be in ventricular failure(vf). The patient passed away on (B)(6) 2019. The patients infection was stated to be msra. The patient presented to the ed with worsening driveline drainage and incidentally was found to be in vf and worsened heart failure. The patient was transferred to hospice care during the hospitalization and ultimately passed away in the hospital.

Manufacturer narrative:
Additional information: patient codes corresponding to additional information.

Manufacturer narrative:
Approximate age of device- 6 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2019 that the patient was admitted for concerns of driveline infection due to non-compliance. The patient was found to be in ventricular fibrillation when presented to the ed. The customer submitted the associated log file for examination. A tech services rep reported that there were no unusual events seen within the log file and that the mcs equipment was/is operating as intended. No other alarms, malfunctions, or adverse events were noted.